Manufacturer narrative:
Received only syringe. The reported event was unconfirmed since the problem could not be reproduced. Per visual inspection, no abnormalities were noted with the syringe, the cap, the barrel or the plunger. Per functional evaluation, the returned syringe met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: " bard i.c foley tray b consists of a syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls and vinyl gloves." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the syringe was short filled.